Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin as intended, resulting in blood glucose level between 95-215 mg/dl. Customer declined troubleshooting with tandem technical support to resolve the issue. Customer continued to use the pump for insulin therapy.